Manufacturer narrative:
Additional information was added to d10, h3,h4 and h6. H4: device manufactured between july 03, 2019 to july 05, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed spike port cap leak at the base of the spike port tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250m eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the spike port. The leak was discovered before patient use. There was no patient involvement. No additional information is available.